Event description:
It was reported that, surgeon implanted a reflex hybrid cervical plate and placed 4 screws. One screw on c4 left anterior went beyond the plate and locking mechanism. Screw was out and anterior of plate in bone. Patient had to be returned for a revision and instrumented posteriorly in his cervical spine.

Manufacturer narrative:
Method: device not returned; results: the product remains implanted and was not returned for inspection. Manufacturing records for this product could not be reviewed because the device remains implanted. Conclusion: the root cause is not determined and multifactorial.

Event description:
It was reported that, surgeon implanted a reflex hybrid cervical plate and placed 4 screws. One screw on c4 left anterior went beyond the plate and locking mechanism. Screw was out and anterior of plate in bone. Patient had to be returned for a revision and instrumented posteriorly in his cervical spine.